Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio and the restoris pst/tfs implant system. While the surgeon's physician assistant was impacting the size 4 extended offset stem, the femur fractured at the greater trochanter and propagated down. The implant plan was for a size 4 and the surgeon initially broached with a size 3 and trialed with the same size. The hip joint was loose with a +3.5 head so the surgeon broached successfully with a size 4. The makoplasty specialist noted with the physician assistant might have had the offset inserter installed in the incorrect orientation. Following the femoral fracture, the surgeon cabled the femur. The surgical outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. A supplemental report will be filed if additional info is obtained.